Manufacturer narrative:
The sl-10 microcatheter was returned, the rhv was not. Since both coils contained in this complaint are from the same lot number, this coil will be identified as coil "a." Upon receipt, the dried blood trail and coil exhibit signs of compression or snaking as viewed through the green introducer. The proximal end of the coil is severely damaged. This type of damage has been obsduplciated by distal interference during testing. The coil's ball tip has been misformed. The remainder of the coil is intact. The returned sl-10 microcatheter failed flushing with a complete blockage. A 0.014" guide wire was stopped at the distal section. The obstruction was found 8.0 cm off the distal tip. Before manipulation of the microcatheter, it was found that the distal diameter was damaged and distorted. The obstruction shape conformed to the inside diameter of the microcatheter and it took significant force to push it out. The material is most likely contrast as it began to melt in the water. View of before and after warm water was drizzled on the contrast causing it to dissolve. After the returned sl-10 microcatheter was cleaned with no interference inside, a new 2x6 deltaplush used for testing. The coil was introduced multiple times with no resistance encountered. The coil was than advanced through and out the distal tip of the microcatheter with no problems encountered. The coil was returned with severe proximal damage. The evidence suggests that distal interference contributed to the resistance felt during the coil's introduction into the microcatheter. A blockage of contrast-like material prevented flushing and the passage of a 0.014" guide wire. After the blockage was removed using significant force, a new test coil from the same catalog number was introduced multiple times into the returned microcatheter with no resistance encountered. The coil was then advanced through and out the distal tip. The circumstances of how this blockage occurred inside the return microcatheter cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action is taken. This is report 1 of 2 related to (B)(6). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The doctor felt resistance when trying to introduce two coils of the same lot number into the rotating hemostatic valve (rhv). The coils not put in patient & were kept for return. Failure analysis revealed severe proximal damage to both returned coils. The coils will be labeled coil a and coil b and the findings.